Event description:
It was reported that during a thr, in one (1) polarcup impactor part for handle tip fractured. No pieces fell inside the patient. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Complaint reference number: case- (B)(4).

Manufacturer narrative:
Additional information received by the reporter has identified that this event should be re-evaluated for MDR reporting. The new information states that the device is cracked and didn't have any material fragmentation, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.